Event description:
Litigation alleges that patient has experienced excruciating pain, swelling, a noticeable limp, back problems, difficulty walking, and fatigue. Additionally, it is alleged that patient has elevated levels of chromium and cobalt. Update: (B)(6) 12 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Litigation alleges that patient has experienced excruciating pain, swelling, a noticeable limp, back problems, difficulty walking, and fatigue. Additionally, it is alleged that patient has elevated levels of chromium and cobalt. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain. Update: (B)(6) 2011 litigation was received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - a medwatch report has been received from the hospital. Report ((B)(4)) states: pt. Is status post right tha that looks good on xray but is causing persistent pain. The patient had pain to the point she wanted it revised. The patient was taken to surgery for a revision of the right tha acetabular component and femoral head. The patient tolerated the procedure well. Joint fluid results as follows: cobalt, joint fluid 634.1 ug/l and chromium, joint fluid 130.2 ug/l. Anatomic pathology report shows the following: the larger piece has an inscription partially obscured by the adherent tissue which appears to be the device ID number and size.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient has experienced excruciating pain, swelling, a noticeable limp, back problems, difficulty walking, and fatigue. Additionally, it is alleged that patient has elevated levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.